Event description:
It was reported that the patient presented remotely via merlin.net with ventricular tachycardia (vt). Upon review of remote transmission, it was noted that the implantable cardioverter defibrillator (ICD) exhibited loss of high voltage therapy due to under sensing. No resolution was performed. The vt was self-terminated. The patient condition was stable.